Event description:
The customer reported a few telemetry boxes would drop off the xhibit central stations (xcs) intermittently. The telemetry patients would return on their own, however customer settings and notes were set to default. A field service engineer (fse) went on site and confirmed the system was operational. An error message was seen in the xcs message bar indicates the xhibit telemetry receiver (xtr) had disconnected and reconnected. As a precaution the fse gathered device logs and forwarded them to the product support specialist (pss) for additional investigation. Apss reviewed the xcs logs and confirmed that a xtr had disconnected on 9/jun/2025 for roughly 30 seconds. Xtr logs were unavailable for review. A pss made several attempts to reach out to the customer to gather additional data regarding the loss of telemetry monitoring and access to the xtr logs, however, the customer has not responded. Should additional information be made available, a supplemental report will be submitted in accordance with 21 cfr 803.56.